Manufacturer narrative:
E1: establishment full name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, foreign material (biopsy forceps cup) became stuck in the biopsy channel inlet. The procedure was completed with a similar device. There were no reports of patient harm.

Event description:
Additional event concomitant products reported by the customer.

Manufacturer narrative:
Update: d8, d10, h3, h4, h6, h11 the device was returned to olympus for inspection. Based in the results of the investigation, foreign material was observed on the device biopsy channel port. The foreign material was not identified, however, was reported by the customer to be a biopsy forceps cup. And a definitive root cause of the issue could not be determined, however, it was reported by the customer that the biopsy forceps got stuck while attempting to insert and remove it in line with the guide wire. The issue was likely user handling. Additionally, the device instrument channel was observed to be burnt. A definitive root cause of the burn could not be determined, however, the issue was likely the result of use of a high energy endo therapy accessories used in too close in proximity to the distal end of the scope during the procedure. The event can be detected/prevented by following the device IFU sections below: tjf-q290v operation manual chapter 3 preparation and inspection. Tjf-q290v reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.